Event description:
It was reported that the implantable cardioverter defibrillator (ICD) encountered failed therapies. The device remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ilxc1616115 stent graft, implanted: (B)(6) 2006. Ilxc1616115 stent graft, implanted: (B)(6) 2006. Iexc161655 stent graft, implanted: (B)(6) 2006. Bfxc2816165 stent graft, implanted: (B)(6) 2006. A 693565 lead implanted: (B)(6) 2013. A 5076-58 lead: (B)(6) 2013. (B)(4).